Event description:
It was reported to boston scientific corporation on june 01, 2007, that during a stent placement with an ultraflex esophageal stent (patient age and gender unknown), "the thread started to unravel, but stuck mid deployment and failed [to] deploy the stent". The physician stated that approximately 1cm of the stent deployed when the suture became "stuck". The procedure was completed with another ultraflex esophageal stent. No patient complications were reported.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, a product evaluation, and a complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.